Event description:
A copy of the medwatch report from FDA was received, which states, "intra lipids ran in too fast-set appropriately. Volume ran in too fast. The rate of infusion set correctly." There was patient involvement, but no harm reported (reported health effect code: 4582: no clinical signs, symptoms or conditions).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - lipids was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states, "intra lipids ran in too fast-set appropriately. Volume ran in too fast. The rate of infusion set correctly." There was patient involvement, but no harm reported (reported health effect code: 4582: no clinical signs, symptoms or conditions).